Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient had notified their managing physician on (B)(6) 2016. They were told to get in touch with the manufacturer. It was noted they were afraid to change the device but did and it helped. The steps taken to resolve the reported issue were they increased the level of the device. They also talked to the doctor's nurse, and they made them feel better. It was noted that they still had trouble sometimes but just increased when that happened. They still worried about it working but just needed more of a positive feeling.

Event description:
The consumer reported the patient had experienced a loss/change of therapy. The patient had a return of symptoms and was not able to empty the bladder the last couple of days ((B)(6) 2016). The patient indicated she currently had stimulation set at 3.8. It was noted every several days, the patient would have to increase stimulation a little bit. Five days later, the consumer reported she had her stimulation at 3.0v and gradually increased to 3.8v. In the evening, the patient felt a strong pressure in the bladder and was not emptying correctly. It was noted this was a sudden change in therapy/symptoms that occurred (B)(6) 2016. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.